Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a patient¿s recharger was lost or stolen. The patient had been without their recharger for 3 weeks and was in unbelievable pain. The system hasn¿t worked since the patient had a fall 3 weeks prior to the report, and it was unknown if the system not working was due to the fall or a need for recharge. The patient felt the implantable neurostimulator (ins) battery was running low at the time of the fall. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.